Event description:
It was reported that patient faced occlusion issue on (B)(6) 2026 as patient received insulin flow blocked alarm. The blood glucose level was high which was treated with insulin pen.

Manufacturer narrative:
E1: event country: egypt. Name: medtronic minimed, country: united states of america, street address: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.